Manufacturer narrative:
The instrument was returned and evaluated. The customer did not state a specific problem; only stating that the instrument was broken. Failure analysis found the instrument pitch cables was broken at the distal clevis hub. Broken cable segment that contains the crimp was still installed in clevis. Clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. No other damage found. The customer reported complaint of maryland bipolar forcep broke does not itself constitute a MDR reportable event, however, failure analysis evaluation discovered a broken pitch cable were to recur could cause or contribute to an adverse event.

Event description:
On (B)(4) 2014, intuitive surgical inc. Received an uf/importer report (B)(4) from the FDA. The event details are provided below: the davinci robotic maryland bipolar forcep broke. Device usage problem: device failed (e.g. Broke, couldn¿t get it to work or stopped working? Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.